Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported no diagnosis was given to the patient's numbness after the lead was pulled. The patient's health care provider (hcp) noted the symptoms were related to the patient's ms and not the device or therapy. An MRI was done as a precautionary measure and the CT scan was cancelled. The MRI results were normal to the patient's baseline. The patient had regained baseline movement to their lower extremities within 24 hours and the patient was looking to have another trial of the system for chronic low back pain.

Event description:
It was reported that when the trial lead was pulled out, the patient had suffered ¿temporary paralysis in the legs, or what felt like tingling and a loss of full movement.¿ it was noted that the trial was ¿a normal 2 lead trial, a cervical trial.¿ it was stated that the patient had felt ¿numbness and a loss of feeling in the legs.¿ it was noted that the patient had been taken for a CT scan, but results had not yet been received.

Event description:
Additional information received reported the patient had an MRI and ¿all was normal within range of their diagnosis of ms¿.